Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer's blood glucose ranged from 180-181 mg/dl. The customer indicated that no backup insulin therapy method was available and declined follow up contact from tandem technical support.